Event description:
The customer reported that 840 ventilator went into a safety valve open mode while in use on a patient. The nellcor puritan bennett customer service engineer (cse) could not duplicate the reported event. There was no report of any patient harm or injury. The cse replaced a circuit board for an unrelated event. The ventilator passed all acceptance test criteria.